Event description:
While using the britepro solo laryngoscope system, the light failed to go on when pressure was put on the blade. The blades worked with another handle (not a britepro solo handle), therefore it was determined the handle was the problem with failure to illuminate. This has occurred on two separate occasions using two separate britepro solo laryngoscope handles. Another event like this also happened approximately 20 days earlier. Manufacturer response for handle, brite pro solo (per site reporter): the representative from the manufacturer's distributor called me back. He said he had spoken with flexicare today and they told him that they have had similar reports and are investigating whether one of their plastic molds may have been a fraction out of specifications. That is perhaps something someone else from your group may want to pursue with flexicare from a solution standpoint. It didn't sound like they had drilled down enough to identify lot numbers. Additionally, they haven't notified their distributors or customers of any issues.